Event description:
It is reported that a customer called because his belt clip on his insulin pump broke and wanted a replacement. The patient's blood glucose level was at 42 mg/dl. Customer states he broke the belt clip as he was attending his insulin pump for low blood glucose. The customer was sent new belt clips. It is not known if the customer contacted a health care provider for his low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.